Event description:
It was reported that the patient experienced syncope and received a head injury. There were lead alerts on the right ventricular (rv) lead due to undefined pacing impedance, oversensing/noise, and a suspected fracture. The rv lead therapies were programmed off, and the rv lead was later inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 continued: 419488 lead implanted: (B)(6) 2006; 1488tc st jude lead implanted: (B)(6) 2003; 1246t st jude lead implanted: (B)(6) 1996. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.